Manufacturer narrative:
Product complaint # (B)(4). Batch # r59k45. Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve gastrectomy procedure, a gap was noticed between the reload and anvil jaw. This happened after second fire and a new gun was opened to complete rest of the procedure. The surgeon used distal 80-90 percent of the jaw, did pre-compression and pulse firing. It was male patient age 51, the seam guard was used only on one side. First fire was black with seam guard on 1 side and second was green with seam guard on both sides. It was noticed that staple legs in the second fire in the distal row proximal to the knife did not form the proper b shape. No ae to the patient. 5 minutes delay in the surgery.